Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that in the pt's room, one day after placing the 16 ga catheter, the catheter was found cut approx 50 cm from the distal tip. As a result, the catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt. Note: the pt suffers from rheumatism and is usable to move their hands.